Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty resistor on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device displayed "defib fault 76" and "defib disabled" messages. It was also reported that the device intermittently displayed a "defib fault 77" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.